Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device battery is not charging and the battery led is inactive. There was no patient harm.

Manufacturer narrative:
Attempts have been made to obtain repair and patient data from the customer. If new information is received a follow up report will be sent.